Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer has opted not to repair the system at this time.

Event description:
The customer reported that the image was intermittent and the left monitor was black. This resulted in a loss of live image. There is not report of pt injury associated with this event.